Manufacturer narrative:
(B)(4). The reported restenosis is listed in the xience v instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported via a trial that on (B)(6) 2008, a xience v stent was implanted in the distal right coronary artery after pre-dilatation for treatement of a de novo lesion. On (B)(6) 2010, the patient's stress test was abnormal. On (B)(6) 2010, the patient was rehospitalized for elective revascularization of the target vessel. The patient's condition was reported as resolved and the patient was discharged on (B)(6) 2010. No additional information has been provided.